Event description:
It was reported that the cable could not inserted into the cable cutter. So, k-wire cutter (hospital's product) was used instead of it and the procedure was completed without any problem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.